Event description:
Reportedly, surgeon fired instrument and there was incomplete donut formation. Surgeon and pa noted presence of diverticula. The doctor performed a leak test and due to leakage the doctor oversewed the staple line. Second leak test performed with not leakage. Doctor closed patient and sent to recovery. The patient returned to the hospital with discomfort and was later sent home. Two days later, patient was brought back to hospital with abdominal distention and subsequently expired. Instrument was disposed of. Patient history of peritonitis. Sex: male, procedure lap colectomy.